Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer addressed the alarm and resumed insulin delivery. Customer administered a manual insulin injection to address blood glucose. Customer's blood glucose was 500 mg/dl.